Event description:
Additional information received indicates the leads were replaced to address the issue.

Manufacturer narrative:
Patient's weight is estimated. A patient experienced ineffective therapy/ lead migration was reported to abbott. As a result, both leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had ineffective therapy due to lead migration. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.